Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the available information, the root cause of the reported event cannot be definitively stated. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU. Device not explanted.

Event description:
The manufacturer was informed on this event through the sure avr study registry. On (B)(6) 2018, a patient received a perceval pvs21 in aortic position. Based on the database review, the patient received a pacemaker on (B)(6) 2018 ( 6 days post-operatively). The reason for the implantation is indicated as sinus bradycardia/sick sinus disease, defined as a new conduction abnormality for this patient. On (B)(6) 2018, the patient was discharged with a good device functionality (mean gradient 11mmhg, no regurgitation).